Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day, the patient began treatment for peritonitis with injection cefepime (1 gram, night bag continuously, route not reported). At the time of this report, treatment with cefepime was ongoing. On an unreported date, the patient¿s pd effluent was clear, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.